Event description:
It was reported, during a procedure the drill bit broke. It was also reported all pieces were retrieved. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation of the complained drill bit shows that the tip broke off. The microscopic view of the broken surface does not show any anomalies that could impact the material quality. The available dimensions were checked and found to be in accordance with our specifications. Further investigation regarding the manufacturing and raw materials documents shows conformity to specification as well. It is believed mechanical overload being the cause to damage of drill bit.